Event description:
The customer reported clenz leak of unknown volume involving the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and there were no instrument-generated error messages associated with the event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone and the customer found a cut in the tubing at the needle vent line. The customer proceeded to replace the tubing to resolve the leak. Failure mode is attributed to a cut in the needle vent tubing and the customer replaced the tubing to resolve the issue with the assistance of cts over the phone. (B)(4).